Event description:
The customer reported to beckman coulter, inc. (Bci) that an erroneously high b12 (vitamin b12) result was obtained on their access 2 immunoassay system instrument, and the result was reported out of the lab. Prior to the event, qc (quality control) results were within the lab's established ranges. Additionally, system checks performed before and after the event (i.e. On (B)(6) 2009), passed all specs. The sample was rerun and the repeated result was in the normal reference range. Additional testing on another analyzer confirmed the result in the normal reference range. An amended report was issued. Testing of the same sample on the access 2 immunoassay system the next day, gave rise to a high b12 result again. The customer provided the pt's results. There is no report of any adverse event or serious injury related to this event and there was no change to pt treatment.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since the customer declined service. Cts (customer technical support) reviewed the archive files and found that there was no reagent pack sharing between the two analyzer systems used for analysis. The customer later indicated that they believed the reagent was "low" on reagent. A clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.